Event description:
New information noted the right ventricular lead was fractured.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing dizziness and fatigue due to bradycardia. Upon interrogation, it was noted that the right ventricular - rv lead exhibited high impedance, high capture threshold, and noise oversensing causing pacing inhibition. During the procedure, the rv lead was found to have insulation abrasion. The rv lead was capped and replaced (B)(6) 2020. The patient was in stable condition afterwards.